Event description:
It was reported that on (B)(6) 1998, the primary surgery was performed via tha for oa with the implants in question. On (B)(6) 2023, it was confirmed that the heck of the stem was broken and it will be revised. The event date and the revision date is unknown. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that on (B)(6) 1998, the primary surgery was performed via tha for oa with the implants in question. On (B)(6) 2023, it was confirmed that the heck of the stem was broken and it will be revised. The event date and the revision date is unknown. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Additionally photos were provided and reviewed. The photo investigation and visual inspection found breakage of the stem at the neck area, the fracture is consistent with high cycle low stress fatigue. The cause for the fracture of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. No further conclusion could be drawn from the investigation, therefore material testing activities were not required. Additionally, the stem fragment remains assemble don the head. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the [aml a plus 12.0 mm] would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.